Event description:
Stryker x8000 light source e1 error during surgery. Secondary x8000 unit also gave e1 error. Stryker endovideo system tested and white balanced prior to case commencement. Light source placed in stand by mode. When the "run" button was pressed, the light source would not illuminate and displayed "ei". Pulled secondary system into the operating room, which also failed. "Ei".